Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump did not hold a charge despite placement on the charging pad, where the status light remained solid blue but the device did not display an on-screen charging indication and continued to show a charge now alert. Symptoms included absence of device charging with risk of therapy interruption due to very low battery. Outcomes included device replacement to restore therapy continuity. Investigation included review of user-reported charging behavior, verification of indicator light status during troubleshooting, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.